Manufacturer narrative:
Correction: sample 3 (patient 3) was a 2nd sample for patient 1 and not a 3rd patient. The customer alleged discrepant results for an additional patient: patient 3 was tested on (B)(6) 2025 and had polyclonal immunoglobulins: initial result: 6.92 mg/l (accompanied by a data flag). Repeat results: 5.30 mg/l (tested using decreased sample volume). 2.64 mg/l (tested with a dilution factor of 1:3). 1.92 mg/l (tested with a dilution factor of 1:5 and accompanied by a data flag). 1.39 mg/l (tested with a dilution factor of 1:10 and accompanied by a data flag). 1.57 mg/l (tested with a dilution factor of 1:20 and accompanied by a data flag). The results with the undiluted and diluted samples indicated an interference in the samples for the 3 patients, like gammopathy and/or rabbit antibodies. The product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results. In very rare cases falsely elevated results for cystatin c will be obtained from samples taken from patients who have been treated with rabbit antibodies or have developed anti-rabbit antibodies. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The product meets the specifications. The cause of the event was due to interference in the samples.

Manufacturer narrative:
Section b7 was updated.

Manufacturer narrative:
The c503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with tina-quant cystatin c gen.2 (cysc2) assay on a cobas c503 analytical unit. Sample 1 (patient (B)(6): initial result: 3.38 mg/l. Repeat result: 1.26 (when tested on alinity). Sample 2 (patient (B)(6): initial result: 7.82 mg/l. Repeat result: 2.04 (when tested on alinity). The physician questioned the initial results and requested that sample 1 and sample 2 be repeated. The unit of measurement for the repeat results was not provided. It was confirmed that sample 1 and sample 2 contained m-component type: igm. Sample 3 (patient (B)(6) was tested on (B)(6) 2025: initial result: 3.19 mg/l. 1st repeat result: 2.02 mg/l. 2nd and 3rd repeat results were 1.76 mg/l and 1.56 mg/l (both accompanied by data flags).